Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found. Based on the report, it is likely that the reported event is procedure rather than device related.

Event description:
It was reported to nevro that a patient experienced a cerebral spinal fluid leak following a trial procedure. The leads were removed and the patient received a blood patch. The trial ended successfully with no reports of further complications. Follow up report indicated that the patient has moved forward with permanent implant.